Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat a ruptured abdominal aortic aneurysm. During the procedure, it was reportedly noted that the trunk-ipsilateral leg component (rlt281412j/15656701) had covered the left renal artery. According to the report, the left renal artery was mistaken for the superior mesenteric artery and inadvertently covered. No treatment was rendered for the covered vessel, and the physician decided to take a wait-and-watch approach. The patient tolerated the procedure.